Event description:
It was reported that bd maxplus pressure rated extension set had flow issues. The following information was received by the initial reporter with the following verbatim: it was reported by customer that extension set would not flush.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.